Event description:
It was reported that the connector broke and the cartridge became stuck in the ilet, and the user was advised to use pliers or tweezers to turn the connector, after which the user stated the connector was successfully unscrewed and ended the call. Symptoms included no reported adverse health effects. Outcomes included resolution of the inability to remove the cartridge without clinical sequelae. Investigation included telephone troubleshooting and user education. Investigation of this case revealed a mechanical difficulty with the connector and cartridge interface that was resolved through user manipulation, with no device alarms noted. It was concluded, based on previously established findings for similar reports, that the cause was user technique or handling contributing to a temporary mechanical obstruction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.